Manufacturer narrative:
The following products were used in the surgery: (product ID: unknown screw, quantity: 03) and (product ID: unknown cage, qty:02). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Implant date: (B)(6) 2016 (month and year valid). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a unspecified procedure. Post-op patient suffered with extreme pain in her hip. She was still experiencing spinal stenosis in her leg nerves.